Event description:
It was reported that there was a product performance issue with the right ventricular lead. Follow-up with the implanting physician's office indicated that during the device upgrade, there were "repair sleeves" found on the atrial and right ventricular leads that were not sutured down. The right ventricular lead was capped and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.